Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -10.00/2.0/050 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed. The lens was removed and exchanged on (B)(6) 2020 for a shorter length lens and the problem was resolved. Cause of the event is reported as patient related factor.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue on the lens. Visual inspection found the lens optic and haptic torn and residue covering the whole lens. (B)(4)